Manufacturer narrative:
Additional information for no patient involvement. Correction for no patient involvement.

Event description:
No patient involvement.

Event description:
It was reported that the cadd-legacy pump gave a no disposable alarm. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The pump had damage to the rear and front housing. A cassette was attached to the device and ran with no issues. Could not duplicate the "no disposable" alarms. It was recommended to recalibrate upstream sensor as preventive measure, replace damaged front and rear housing, replace clock battery and update software.